Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: color tone of the image was not proper, the image was only green or magenta. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to damage on the charged coupled device in the endoscope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope's image was not displaying. There were no reports of patient involvement.